Event description:
It was reported that the pump didn't work, that it never had. The patient had received less than 50% therapy relief. Interrogation of the pump was attempted; it was believed that the pump had a dead battery. The catheter was being removed along with the pump. The patient outcome was reported as alive, no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l75129, implanted: (B)(6) 2000, explanted: (b)(60 2013. Product type: catheter. (B)(4).

Event description:
Additional information received reported the reporter was not able to establish telemetry with the pump. The patient stated the pump was for pain management, but the drug being delivered by the pump was unknown. It was also reported that the dead battery was likely due to the age of the pump.

Event description:
It was now reported that the patient had many problems with the pump that resulted in ¿serious circumstances¿ in the patient¿s life. The patient had the pump removed due to a pump malfunction and ¿defective¿ product.